Event description:
The daughter of a (B)(6) male patient called zoll customer support to report that the patient's battery charger/modem was not properly detecting inserted battery packs. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't detect inserted battery packs) has been confirmed. Upon investigation the battery charger/modem was unable to communicate with battery pack. The cause for the failure was isolated to a shorted u13 flash cmos microcontroller. The root cause for the shorted 413 component could not be positively identified. No adverse event resulted from the defective u13 component. The patient received a replacement battery charger/modem.